Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. At the initial procedure, the physician implanted a taxus liberte 2.5x20mm drug eluting stent to the noncalcified, nontortuous mid left anterior descending (lad) artery. The lesion was pre-dilated with a crossail 2.0x20mm balloon at 14 atms for 19 seconds. The patient was on plavix. No patient injuries or complications occurred during this initial procedure. Patient status was satisfactory. Patient presented 8 hours later with chest pain and suffered 100% in stent restenosis due to thrombosis in the stent. The physician then used a guidant 2.75x23mm stent at the same site. Again, no patient injuries were reported. Patient status satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing record for this particular batch # 8280333 shows that the device met its material, assembly and product specifications at the time of its release to distribution. Should further relevant information become available; a supplemental medwatch report will be filed.